Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
Related to MFR report #2183959-2011-00550. It was reported that the pt had a "hysterectomy performed using vaginal mesh systems for support after cystocele repair. These mesh systems then eroded into vagina and bladder." It was indicated that the mesh was explanted on (B)(6) 2011 and "necessitated the insertion of a foley catheter for two weeks following surgery because of the necessary bladder repair. Multiple bladder infections have been ongoing since surgery."